Event description:
It was reported via repair work order that both the power and auxiliary power cords were missing the ground prong. It was also reported that the motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.